Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a female patient (age unknown), the device displayed a "defib fault 72" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. The device log could not add any value to the investigation. The device's pace/defib engine assembly was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.